Event description:
Customer reports that the lot number, use by date, and catalog number were illegible on the strip vial. No adverse event reported. Requested return of suspect vial and replacement was sent.